Event description:
It was reported that the pt had several episodes of somnolence, one requiring hospitalization. The hcp reported that no issues were found with this pump. It was thought that the pump had reached end-of-life, and the pt remained "issue free" after the pump was explanted and replaced.